Event description:
It was reported the patient underwent a left hip revision approximately 8 years post implantation due to implant wear and corrosion. No additional information.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Modular femoral stem press-fit plasma sprayed cementless size 5, pn 00771300500, ln unknown unknown kinective neck, pn unknown, ln unknown. Unknown shell, pn unknown, ln unknown. Unknown liner, pn 00630504832, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02141-1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmerbiomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: unknown stem, pn unknown, ln unknown; unknown neck, pn unknown, ln unknown; unknown shell, pn unknown, ln unknown; unknown liner, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-02141, 0001822565-2019-02144. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left total hip arthroplasty. Subsequently the patient underwent a revision procedure approximately 8 years post implantation due to patient allegations of injuries. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.